Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xrdr, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jul-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient¿s first ins battery only lasted 7 months before it had to be replaced. The patient mentioned that the manufacturing representative (rep) told them the ins would last 5 years. She mentioned she never got relief from first device, and when the healthcare professional (hcp) did replacement surgery, he discovered there was "something wrong with the lead" so they changed the system. The patient further stated when the hcp did the replacement, he placed two implants, one on the right and one on the left. No further complications were reported or are anticipated.